Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to high blood glucose readings and high blood pressure. The customer's blood glucose reading was 500 mg/dl. The customer was wearing the device at the time of admission. Customer also reported that the belt clip broke. The customer was to receive a replacement belt clip, however the insulin pump was not replaced or returned.